Event description:
As reported by the user facility: safety device did not engage causing a needle stick. Additional info provided by the facility indicated the needle did not actually break the skin. The individual involved is fine and no protocol bloodwork testing was deemed necessary.

Manufacturer narrative:
The actual device involved in the incident was not available for the MFR to evaluate. Without the actual sample a thorough eval could not be performed. No specific conclusions can be drawn. It should be noted that the safety huber is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into appropriate sharps containers.